Event description:
It was reported that patient presented remotely via merlin.net. Review of transmission revealed that pacemaker sensed atrial fibrillation episodes triggering noise reversion. It was unclear if these were appropriately triggered. No intervention was reported. There were no patient consequences.

Manufacturer narrative:
Additional information was requested but not received.